Manufacturer narrative:
The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the reported problem was caused by the defective battery. The reported problem was confirmed. The device was operational after replacing the battery. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device had a black a screen but powered on with standby power indicating a battery issue. There was no patient involvement.